Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported his patient programmer was not working and he had changed the batteries. The patient described getting the recharge implantable neurostimulator (ins) screen. It was reviewed that the patient needed to recharge the ins and then he would be able to use the programmer. During the call, the patient was able to get coupling and start recharging. No patient symptoms were reported. The indication for implant was failed back surgery syndrome and spinal pain. Additional information received from the patient indicated that the issue with their programmer has been resolved. However, they do not like the time it takes to charge the stimulator. They noted that it takes too long to charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.